Event description:
Customer reported that she experienced high blood glucose of 400 mg/dl. Customer complained about sensor reading discrepancies. Customer stated that the sensor kept reading low glucose; she stopped using the sensor for some time until she started having very high blood glucose and no delivery alarms. Current value is 351 mg/dl; will take a manual injection. Sensor reading is 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.